Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<101012070>/lot<4564967> combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<101012070>/lot<4564967> combination. Added: b5.

Event description:
Additional information was received: 1. What is the affected side involved in this event? Left or right? Left. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? No. C. Was there any surgical delay? If yes, what is the duration of the delay? No.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had subcutaneous infection. Head, liner, stem were removed. There was no delay in case. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: unknown.